Event description:
It has been reported to philips that during a procedure, the monitor suddenly stopped working. The procedure was stopped. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue was occurred during general interventional surgery-fluoroscopy procedure, and the procedure got delayed by 0.5 hours and the patient was transferred to other dsa operation. The philips field service engineer (fse) inspected the system onsite and confirmed that the system monitor not working because of 3d monitor short circuit. The fse replaced the fuse in mpdu and the 3d monitor on mcs. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.